Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the intraocular lens (iol) was explanted as patient experienced blurry vision and residual hyperopia. Additional information was requested.